Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The adaptor was not attached to the endoscope. No other visual defects were observed. Based on the non-return of the device and the photographic evaluation, the reported failure "break" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that after the procedure in sterile processing, the 7mm extended length endoscope s/n (B)(6) long portion of illumination port of entire arm of the scope was missing. Per the photo provided by the complainant, the port that the scope adaptor attaches to is broken off of the scope. No procedural delay. No, there were not any patient harm/effects due to the defective device.